Event description:
While testing the tps universal driver the device ran without user activation, then a ball bearing fell out. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
While testing the tps universal driver the device ran without user activation, then a ball bearing fell out. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the device was seized and corrosion was found on the potted trigger assembly.